Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump sleep/wake button was unresponsive to touch or press, despite device charging and screen visibility, and troubleshooting steps including precise tapping, prolonged press, cleaning/drying, case removal, and idle retries did not restore function; the device was replaced and the user was instructed on interim use while charging, return logistics, shutdown, and data handling. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy management using cgm and successful replacement to restore intended device operation. Investigation included customer technical troubleshooting and assessment of user technique, device hygiene, accessory interference, and power status. Investigation of this device was confirmed and revealed a nonfunctional sleep/wake control consistent with a mechanical or interface failure of the device¿s user interface component, not resolved by cleaning, case removal, or power cycling. It was concluded, based on previously established findings for similar reports, that the cause was a component failure not attributable to user operation.